Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor went into self test mode with blue screen while in use. Incident happened 3 times and showing error message but crew couldn't capture what the error message read. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.